Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced a high blood glucose event where patient was hospitalized for 2 days. It was reported that the patient was sick and that lead to high blood glucose. Patient's blood glucose level at the time of event was 400 mg/dl. Patient also tested positive for the ketones. The reason for hospitalization was reported to be high blood glucose and lung infection. At the hospital the patient was given intravenous insulin and fluids. No further information available.